Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the patient's mom informed about acid reflux. Which is an ongoing problem. Patient is taking famotidine. Patient mom reported, also ongoing problem with tubing set leaking around port area. It is not all of them. This is second month, when this issue is happening. No interruption of therapy. Because of this problem, no adverse events reported, due to problem with tubing.

Manufacturer narrative:
Other, other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. B3, d4: lot number, expiration date, and h4 were unknown, corrected data: h6: health effects, health impact.